Manufacturer narrative:
D.6b: partial explant date reported as (B)(6) 2025. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in puerto rico underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced redness and pain at the stoma site. Gastrostomy procedure was performed to validate peg tube placement. It was discovered that the peg tube was not in place and healthcare professional observed internal cellulitis. The device was explanted and replaced.